Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead returned and analyzed.

Event description:
It was reported that during implant attempt, after the initial attempt to prolapse into the right ventricle, a stylet could not be advanced to the lead tip. There was as question as to damage to the lead tip. The lead was not used. No patient complications have been reported as a result of this event.